Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at the tubing event on 14-sep-2024. Blood glucose level was high, and patient took correction injection to address the event. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.